Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for acute kidney injury (aki) and congestive heart failure (chf) decompensation. The patient was known for cardiorenal syndrome. The patient was treated with lasix (furosemide). The patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although the event was not considered to be device related, the heartmate 3 lvas instructions for use (IFU), rev. C, lists right heart failure and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the event was not considered to be device related. The event was associated with an exacerbation of patient condition secondary to noncompliance to treatment.